Event description:
Sales representative contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient a permanent out of range signal on (B)(6) 2015. At the time of contact, the sales representative did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).